Manufacturer narrative:
As of the date of this report, the device currently under evaluation. A follow-up report will be filed upon conclusion of the investigation. Evaluation ongoing, follow-up report.

Event description:
On april 27th, 2016 collagen matrix, inc. Was notified that foreign matter was discovered inside the sterile packaging.